Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported upstream occlusion alarms, caused by low fluid readings on the upstream sensor, making it more sensitive to upstream occlusion alarms. The upstream sensor was replaced.